Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason for explant was positive dysphotopsia. The iol was exchanged for monofocal model company lens 03 months 28 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in b.2., b.5, b.6., d.10., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury/malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the lens were replaced with more power company lens. The patient's condition is improved with good prognosis.